Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The patient indicates that when they are charging, they are getting good coupling bars, but they feel the ins getting hot within 1 hour of charging. During the report, they were currently charging with 6-8 coupling bars but there was no temperature screen seen. The patient also indicated that the ins is not holding a charge. The rep has not interrogated the ins. The patient tis currently charging because the ins is discharged. The rep provided the recharging statistics. Technical services reviewed that on (B)(6) 2018, the recharger did show a high temperature at 1:50am and 3:10am. It was reviewed that the patient might have been charging during sleep as there were no other high temperatures seen. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-13. The rep indicated that the patient was instructed to charge without covering the recharge head with a pillow, chair back, etc. They are successfully charging now. This was confirmed with the account. No further complications were reported/are anticipated.